Event description:
During insertion of a PICC line, there was a suspicion of a fractured guidewire due to a difficult insertion. The guidewire and catheter was removed with the tips intact. FDA safety report ID # (B)(4).